Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2013, this patient underwent an endovascular treatment for aortic dissection using a gore® tag® thoracic endoprostheses. On (B)(6) 2023, a reintervention was performed as a distal stent graft-induced new entry tear (d-sine) was found by a follow-up CT scan. A gore® tag® conformable thoracic stent graft with active control system was additionally implanted to extend the treatment area distally for approximately 3 cm. No endoleak was found. The patient tolerated the procedure. The reporting physician commented as follows: the distal flare of the device probably caused the d-sine.

Event description:
On 10/2/2023, japan psc received the following additional information from fsa: it is unknown if there were any patient anatomical challenges. Considering the size of the device from the diameter of the distal part of the aorta, it is possible that the device size was a factor. However, the main cause of dsine was considered as flared distal end of tag. No additional information could be obtained from the physician.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.